Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a video assisted lobectomy procedure the surgeon had completed with the third firing with a green reload. He observed the staple line and it had cut and staple but the staple at the proximal end of the bronchus was malformed. The staple was holding the tissue in place and the staple line was complete. The procedure was completed with the device at that firing. There was no patient consequence reported. The device was discarded.